Manufacturer narrative:
(B)(4).

Event description:
It was reported that the fast-fix 360 curved device was not curved, but straight. The device was implanted even though it was a straight anchor instead of a curved one. There were no injuries or complications. No delay.

Manufacturer narrative:
Device investigation narrative - examination was not possible, as the device will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time. (B)(4).